Event description:
On 08-jan-2025 the clinical diabetes specialist (cds) reported that the user was hospitalized due to hypoglycemia on (B)(6) 2025 and released the same day. The user experienced low blood glucose (bg) levels of 30 mg/dl and loss of consciousness prompting a call to paramedics who transported the user to the hospital where they were subsequently admitted and treated with glucagon and was monitored by medical staff before release. It was reported that the device provided appropriate low and urgent low alerts. Additionally, the user reported ongoing issues with their dexcom g7 continuous glucose monitor and also stated that they feel the ilet did not properly adjust to their needs or continued delivering insulin past its cutoff point. Cds stated that the user has been experiencing issues with fluctuating blood glucose (bg) levels, primarily due to the misuse of meal announcements with their insulin pump. The user was taking meal announcements (bolus) too late, causing the insulin pump to administer corrections when the user's glucose levels were already rising. This resulted in a subsequent low glucose event after the insulin from the late meal announcement was delivered. The cds advised the announces a meal 15 minutes prior to a meal, but no more than 20-30 minutes after starting to eat. The user was also treating normal glucose levels out of fear of hypoglycemia, leading to unnecessary insulin delivery. The cds recommended that the user avoid treating glucose unless receiving low alerts such as "low," or "urgent low." These alerts indicate the device requires assistance, and the user should treat hypoglycemia with 8-10 grams of carbohydrates and wait 15 minutes for the glucose to rise. The cds explained to the user that when low glucose events are detected, the insulin pump can learn and adapt to reduce insulin delivery in subsequent days. The user was also experiencing large glucose spikes after meals, which could be mitigated by properly timing insulin administration before meals and adjusting the user's carbohydrate intake. Meals with higher protein and vegetable content were suggested as better options for controlling glucose levels.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.